Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The sensor was inserted on (B)(6) 2024. Patient provided the below examples. Date, time, sensor glucose (sg) value, blood glucose (bg) value. A. (B)(6) 2024 2:08 pm 66 mg/dl 136 mg/dl. B. (B)(6) 2024 6:07 pm 55 mg/dl 129 mg/dl. C. (B)(6) 2024 11:48 am 121 mg/dl 162 mg/dl. A. (B)(6) 2024 7:54 pm 155 mg/dl 200 mg/dl. D. (B)(6) 2024 11:07 pm 123 mg/dl 69 mg/dl. E. (B)(6) 2024 5:28 am 118 mg/dl 184 mg/dl. F. (B)(6) 2024 1:52 pm 141 mg/dl 108 mg/dl. A return material authorization (RMA) was issued for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the glucose was noisy, and few calibrations were rejected. It also revealed that the system performance had deviated from the normal behavior. To further investigate and to determine the root of the issue, the return material authorization (RMA) was issued for sensor replacement. However, the sensor was never received. As a result, no further investigation and root cause analysis was possible for this complaint. B4.date of this report 13 september 2024. G3.date received by the manufacturer? 09 september 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.